Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a replacement procedure, the physician inadvertently opened the incorrect incision instead of ipg incision site. As a result, the physician has to re-prep and drape the patient before revising the ipg. Reportedly, the case was completed without any patient consequences.